Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture on the right ventricular (rv) lead. The health care professional (hcp) planned to follow-up with a sales representative for further troubleshooting. This rv lead remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.